Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s spouse contacted support to report difficulty connecting the connector to the device. Multiple connectors were attempted, including attempts without a cartridge installed, and the connectors did not lock into place despite no visible damage to the connectors, cartridge, or chamber. A third connector was then tried and successfully connected. The patient was using a steel 6 mm infusion set. Support guided the spouse through the remaining steps of the supply change, which was completed successfully. During the supply change, an urgent low glucose alert occurred, with a reported blood glucose value of 57 mg/dl, and this event was documented separately for follow-up. The connector lot number was recorded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.